Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for evaluation. The returned sample included the hemostasis sheath and carrier tube. Visual inspection revealed that device was in used condition. The hemostasis sheath and carrier tube were connected and returned in the fully rear-locked position. The distal tip of the sheath was found to have been cut open exposing the anchor within it. Functional testing was unable to be performed due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed due to the condition of the returned device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device footplate did not deploy out of the sheath after the product was being used properly. Manual pressure applied. There were no issues with the patient. There was no patient injury, medical/surgical intervention required. Additional information was received on 31aug2021. The type of procedure being performed was a lower leg angiogram. A 6fr sheath was used. A pre-deployment angiogram was performed. There was no noticeable damage to the device. The patient's condition was stable.